Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a catheter. The customer states the catheter was inserted without difficulty and clear urine returned. The patient then had a central line placed and after placement, the nurse removed the drape and saw that the foley had slipped out. The nurse noted that the round tip was no longer attached to the head of the foley. The balloon had been activated with normal saline. A cystoscopy was done but no foreign body was seen, so another foley was placed and the scheduled surgery was done.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.